Event description:
A hospital nurse reported loss of image during an esophagogastroduodenoscopy (e.g.d.) Procedure. The procedure was completed with a second scope and there were no complications related to the occurrence.